Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4)(con): information was received from a patient regarding their implantable neurostimulator (ins). It was reported that the patient reported poor communication screen. Patient wanted to turn ins was on. Patient stated patient had implant on monday. Patient medication erythromycin had made patient sick, nauseated and patient had lost 6.5 lbs in 3 days. Patient was trying to increase water intake. Patient used an antenna. Patient was recently implant. It was reviewed that bandages and/or swelling may affect communication. It was reported that the patient was able to communicate during call. Patient turned ins on and felt stimulation at 0.5v. Patient was redirected to hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported the issue had resolved on its own, the antibiotic they were on was changed/decreased and they had to tough it out, but it was resolved. They went on to say they were feeling a little under par, still feeling sick. They had a follow-up appointment on (B)(6) with their healthcare provider and they had turned the stimulation off until then, because they weren't sure if it was contributing to them feeling sick.